Event description:
It was reported that since implant, the right ventricular lead impedance has increased from 400 to 800 to 1200 ohms. Later it was reported that they reprogrammed lead pacing to unipolar and the impedence has stabilized around 400ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.